Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73b1800151 was manufactured on 02/07/2018 a total of (B)(4) pieces. Lot was released on 02/09/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. One loose clip was also returned. The cartridge and the loose clip were visually examined with and without magnification. Visual examination revealed that the cartridge was returned with two intact clips remaining in it and the loose clip was broken at the hook. The broken piece of the hook was not returned. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. It could not be determined what caused the hook to break on the returned loose clip, but a CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It could not be determined what caused the hook to break on the returned loose clip, but a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - info not provided" was confirmed based upon the sample received. One cartridge was returned with two intact clips remaining. Additionally, one loose clip was returned with its hook broken off. The intact clips in the cartridge were both able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. It could not be determined what caused the hook to break on the returned loose clip, but a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during a laparoscopic nephrectomy, a clip got broken at loading. A new package was opened instead. No clip fell /remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic nephrectomy, a clip got broken at loading. A new package was opened instead. No clip fell /remained in the patient.